Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2021-00320. It was reported that upon x-ray review lead migration issue was observed resulting in the patient experiencing ineffective stimulation. Patient had prior high impedance issue on the lead which was resolved via programming changes. Patient denies any traumas or falls. Physician suspects that lead migration issue may be due to unrelated surgeries patient has had in the recent past. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that the leads were explanted, and new leads were implanted. Effective therapy was restored post procedure. Patient was stable.